Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and updated d4 lot number, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's complaint was confirmed. Device evaluation found the following: the handle was cracked. The needle tip was inspected and the pebax on the needle was observed to be damaged. The device had to be manually pulled on to try and retract, it was able to be retracted, but with much force required. This was likely caused by damaged pebax bunching inside the sheath creating great resistance. The snap lock on the handle was engaged, however there was a crack near it, this was likely caused when the device was originally dismantled by the customer. There was some minor bends in the sheath near the metal boot in the handle. Based on the results of the investigation, it is likely that the event occurred due to damaged pebax bunching inside the sheath creating great resistance, and/or snap lock joint failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation and is pending evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the single use aspiration needle could no longer be pulled back completely. The visual inspection of the needle showed that the teflon coating in the distal area had abrasions and had a bulge in the front part. This the issue was found during a diagnostic endobronchial ultrasound lymph node puncture procedure that was completed with no delay and a similar device. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).